Event description:
New information received notes the right ventricular lead presented with clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with high pacing impedance. In a procedure on (B)(6) 2021, lead extraction was attempted but the lead was ultimately abandoned in the inferior vena cava. Post-procedure the patient was recovering.